Event description:
On (B)(6)2010 - pt implanted with xenmatrix graft. On (B)(6)2010 - pt reported to have a seroma in the area of the mesh implant. This was aspirated and the cultures were negative for infection. On (B)(6)2010 - pt admitted for large fistula. The reported fistula is located in the area of the umbilicus. The pt currently has a quarter sized area of exposed graft. This area is currently covered with a saline moistened gauze and a wound vac is placed on top of this. The wound vac setting is currently reported to be set on 140.

Manufacturer narrative:
We have contacted the surgeon to request additional info and to request return of the device for eval. This MDR includes all pt, event and device info davol has received to date. Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time.